Event description:
During cardioversion the atrial lead was noted to be dislodged. The exact date of cardioversion is unknown at this time. Atrial lead was confirmed as dislodged on (B)(6) 2011 during scheduled lead revision. The lead was replaced with another brady lead and no adverse patient effects were reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.